Manufacturer narrative:
The ge service rep conducted an onsite investigation. The darlington amplifier transistors and the generator driver board were replaced. The customer replaced the battery. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a pre-charge failure error message. No pt injury was reported.